Event description:
It was reported in a service report that the fowler would lower on its own with weight. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor assembly malfunctioned.